Manufacturer narrative:
The device was discarded, thus no investigation could be completed. Vessel and cardiac perforations are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to occlusion (the patient's left subclavian and internal jugular (ij) vessels were occluded). A spectranetics lead locking device (lld) was inserted into the lead to provide traction. The physician began by using a 16f glidelight laser sheath to advance through the subclavian vein, through the innominate, down the superior vena cava (svc) and into the right atrium (ra). However, the patient's blood pressure dropped and both pleural and pericardial effusions were witnessed via ice catheter. Rescue efforts began, including rescue balloon, sternotomy, and blood administration. A single perforation, extending from the innominate vein to the ra was discovered. Despite rescue efforts, the patient died on the table. This event captures the 16f glidelight in use when the perforation occurred, requiring intervention, but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.